Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was returned to olympus for inspection and the reported failure: punctured sheath was confirmed. The reported failure: blurred vision was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the protector of the video cable section is cut. The protector of the video cable section is overstressed / torn. The fibre bonding in the outer tube area (distal end) is damaged. The outer tube is damaged. The meniscus of the r-unit (charged coupled device) section is broken. The r-unit (charged coupled device) has a kink. The leakage current is inadequate. The image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the protector of the video cable section is cut and overstressed / torn. The outer tube is damaged and therefore the leakage current is inadequate. The r-unit (charged coupled device) is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video laparoscope experienced blurred vision and a punctured sheath during set up. There were no reports of patient involvement.